Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did a meter to lab comparison test, within 30 minutes to an hour. Her meter reading was 138 mg/dl, and the lab test result was 240 mg/dl. She did not have any symptoms. A control solution test was not done due to unavailability of supplies. On follow up, the lifescan representative reviewed training info, noting that the reporter was aware of coding and use of control solution, and will call back if she has any further problem.